Event description:
The customer called for assistance with the basal rate settings. The customer was calling from the hospital, where she had been for (B)(6) due to complications of gastroparesis. The customer's blood glucose reading at the time of the call was 224 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.